Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on strip lot 373679a meets release criteria. The product performed as expected. A review of the manufacturing records for lot# 373679a did not uncover any non-conformances. The lot meets release specifications. The customer has rheumatoid arthritis. This condition may impact the performance of the assay. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester alleging discrepant high inratio inr vs. Lab inr. Patient's therapeutic range 2 - 2.5. Doctor stated 1.1 is fine for the procedure. Patient could not provide a range for the procedure. Actual name of procedure being performed was not provided. On (B)(6) 2015: inratio inr (am) = 3.4; venous lab (approximately 3 pm) = 1.1. Arixtra: 7.5mg injections 1/day. Patient started the injections on (B)(6) 2015 and is expected to resume with the medication for another 3 weeks due to two upcoming procedures; no other medications provided. Patient self tester has bridged from her warfarin and is not taking warfarin at this time. Previous inratio results prior to taking arixtra: 10/06/2015 inratio inr = 1.8; 10/12/2015 inratio inr = 2.0. No additional information provided. No reported adverse patient sequela.